Event description:
During a retrospective complaint review, devilbiss healthcare identified an oxygen concentrator with complaint of "low o2 [purity]." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit and determined that the root cause of the condition was normal wear of the sieve beds and compressor cup seals, which were replaced. The pc board was also replaced.